Event description:
On (B)(6) the patient's mother called animas alleging that the patient's blood glucose levels were 300-500 mg/dl at school. His blood glucose levels were elevated in the morning. She says she is working with the endocrinologist to adjust basal rates. The mother is working with an endocrinologist to adjust basal rates. The patient was at school with the pump at the time of the call to animas and was not able to troubleshoot. The mother does not want to troubleshoot the pump and said she would call back after the appointment with the hcp if needed. Although troubleshooting could not be performed this complaint is being reported because the patient's blood glucose levels were indicative of hyperglycemia while on pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: a review of the pump history showed the black box began on (B)(6) 2013. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2012 have been overwritten. The review showed no errors or alarms associated with the complaint. The total daily insulin deliveries added up correctly and reflect the user's programmed basal rates. The pump completed the 29 hour flow accuracy test and was found to be delivering within the required specification. Unrelated to the complaint, evaluation revealed a discolored display screen. A test screen was inserted and was found to function properly with no visible signs of discoloration. The complaint was not able to be duplicated due to the pump information for the complaint date has been overwritten.

Manufacturer narrative:
(B)(4).the pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.